Manufacturer narrative:
On 05dec2025, an field service engineer (fse) visited the customer site to replace the power management (pm) printed circuit board assembly (pcba). Following the pm pcba part replacement, the fse completed a performance verification test (pvt), which the device passed without any hard failure. Following confirmation that the power on issue was resolved, the fse stated that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on into the diagnostic mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had removed the device from all power and then reconnected it. When reconnected, the ventilator alarmed, the alarm light emitting diode (led) illuminated, and the power on/off led illuminated green. However, the display would not come on, and the blower would not run. When the power on/off switch and accept button were both held down for 10 seconds, the device powered on and the power on/off led changed to amber. If the power on/off switch is pressed, the power on/off led changed to green again and the cooling fans run. The device functioned this same way on both alternating current (ac) and direct current (dc) power. Due to this, the customer was unable to power the device into diagnostic mode. It was suspected that the issue is with the power management (pm) printed circuit board assembly (pcba) or central processing unit (cpu) pcba. The customer requested onsite service by a field service engineer (fse). This investigation is ongoing.